Manufacturer narrative:
Findings: unit passed displacement test. However, unable to prime unit during the prime/a33 test and motor error alarm during basic occlusion test due to faulty fsr (gold). The motor was tested outside the device and passed. The drive support was inspected and no anomaly noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. Unit received with broken battery tube threads. Unit received with corroded battery tube. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was unknown mg/dl. The customer are unable to describe the possible damage to the drive support cap because she is driving. The customer stated that the device was not exposed to strong magnetic field. The customer reported an e70 alarm. The customer was unable to troubleshoot while driving. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to backup plan. The customer was advised to return the pump with battery and zero out basal rates.